Event description:
It was reported that the customer felt the insulin pump is not delivering insulin properly. Blood glucose has been rising and the only way to reduce it is with manual insulin injection. Customer had changed the entire infusion set and reservoir. Blood glucose value has been high as 800 mg/dl. After several injections blood glucose value was down to 60 mg/dl, customer had ice cream and it went to 105 mg/dl. Then when she woke up it was 255 mg/dl, she bolused and had breakfast and it jumped to 555 mg/dl. During troubleshoot; it was stated the drive support cap is recessed. Customer stated the tubing has no air bubbles. Rewind and manual prime performed successfully. Customer did not find an insulin leak. Insulin pump failed the high pressure test twice. It was stated that the doctor was consulted and settings were updated to try to resolve the issue but the blood glucose is still elevated. Nothing further reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No unexpected ramping numbers noted. The device had cracked reservoir tube lip, cracked battery tube threads, minor scratched lcd window, and scratched reservoir tube window.